Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, when the surgeon was passing suture of the firstpass mini left device, the suture trap became disconnected from the device and severed the suture. The disconnected suture trap had to be retrieved from the joint with a graspers. The procedure was resumed, after a non-significant surgical delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the product history report findings, ¿no abnormalities were reported on this device during manufacture that would have contributed to the reported event.¿ as the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated as the suture trap was reportedly removed from the patient (using graspers) and the procedure completed using a backup device with a non-significant delay. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not received in any original packaging. The suture capture is detached from the device and returned in a sample bottle. The device shows no other deficiency. A functional evaluation showed pulling the trigger closed the jaw and deployed the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.